Event description:
It was reported that device shift/migration occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted (B)(6) 2024. The patient was discharged. On (B)(6) 2025, the patient had a follow up transesophageal echocardiography (tee) and the physician discovered that the closure device had shifted/migrated proximally, resulting in a 3mm leak below the fabric. The physician decided to percutaneously extract the closure device using a snare. The closure device was successfully retrieved, and a second non-boston scientific closure device was implanted to treat the laa. No patient complications were reported, and the patient was discharged the next day.